Event description:
The rptr stated the surgeon inserted a micl 13.2mm implantable collamer lens in the pt's right eye. The surgeon removed the lens, the trailing haptic got stuck on the plunger and tore. One suture was used to close the wound. Another same model and size lens was implanted. Rptr stated cause of this incident was operator error.

Manufacturer narrative:
Pt (B)(4) - incision sutured. (B)(4). Eval: results: visual inspection of the returned product found a piece of plate haptic is torn off and missing. Lens was returned in liquid. Conclusions - based on the complaint history and the eval of the returned product, it was determined that the root cause of this event was operator error. (B)(4).